Event description:
It was reported that the patient experienced an infection with sepsis. This right atrial (ra) lead was capped and another lead was successfully placed. No additional adverse patient effects were reported.